Manufacturer narrative:
Pump performed within specifications.

Event description:
An aus device was implanted 3/28/96. The cuff was removed from the pt, date not indicated. On 5/15/97, the pump was removed from the pt and a new cuff and pump implanted. Reason for pump replacement was not provided. Ams has requested add'l info. Info received on 10/7/97 indicates reason as infection and erosion at urethra.